Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, the ECG c and d cable was missing. The root cause for the strained cable was excessive force. The root cause for the missing ECG cable could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the investigation of an electrode belt associated with a non-reportable patient death, a reportable malfunction was found.